Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vega ps removable trial. According to the customer report: "after the box cut was made, the physician used the sizer block to check to see if all bone was removed using her hand; she tapped the box in and one of the tabs broke off. There was no patient harm. Additional information has been requested but not yet received as of this report. The adverse malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about one ns826r -> vega ps removable trial femur box f6 from the doctors hospital at renaissance, edinburg, USA. Up to now, the complained device is not available for investigation. Consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: no product at hand, therefore an investigation is not possible. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Most probably the failure is usage related. Rationale: in the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. A probable root cause could be that the device was hammered in too hard because the slot for the femur box was not well prepared- and therefore the device was mechanically overloaded. Corrective action: according to (corrective action & preventive action) a CAPA is not necessary.